Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the self test and displacement test. No error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer's insulin pump alarmed external flash error alarm. The customer also experienced a keypad anomaly on the insulin pump. Before this, the customer had received the empty reservoir alarm. The customer's blood glucose was unknown. The customer's insulin pump was not bumped, dropped or exposed to moisture. Advised that a replacement insulin pump would be sent. Nothing further reported.